Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7074943. Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 531480.

Event description:
It was reported that the patient experienced jolts around the left ribs. It was noted that the patients leads had migrated and had high impedances. The patient underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively and the explanted devices will not be returned as they were kept by the medical facility.